Event description:
A user reported that their pump screen was not turning on, with the red led around the wake button flashing every 30 seconds and the pump beeping and vibrating once every three minutes. There was no information available regarding the impact on the customer's blood glucose level. The pump was determined to be under warranty, and the customer was informed about the necessity of replacing the pump. A new pump was dispatched, and the customer was instructed by technical support to return the malfunctioning pump within ten days using a pre-paid label and return box.